Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro started smoking when the toggle was not in the on position. Cord was immediately unplugged and product removed from the procedure. There was no harm to the patient. New product opened and worked as expected.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 21jan2020 and investigated on 25feb2020. A visual inspection was conducted. Signs of clinical use were observed. Charred tissue and blood was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw at the center, but remained attached at the base and tip. The hot jaw is discolored, charred, indicating burn of device. The silicone insulation on the cold jaw was torn on tip, but was not detached. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "self-activation or keying" was not confirmed, but the analyzed failure modes "peeled;jaw", "thermal decomposition of device", and ¿material twisted/bent¿ were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro started smoking when the toggle was not in the on position. Cord was immediately unplugged and product removed from the procedure. There was no harm to the patient. New product opened and worked as expected.